Event description:
During a ptca / stenting treatment procedure involving a very calcified and 90% stenotic lesion in the lad coronary artery, the maverick monorail balloon lost pressure at 14 atm's on the second inflation during predilatation of the lesion for a guidant multi-link plus 3.0/15mm stent placement. (The number of atm's reached on the initial inflation is unknown). The patient was asymptomatic during this event. A 7f terumo introducer sheath, a acs guidant bmw guidewire (size unknown), a asahi-intecc neat guide catheter (size unknown) and a medtronic everest inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'. No additional information is available at this time.